Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, there was moderate aortic regur gitation (not stated if paravalvular leak (pvl) or central). Balloon valvuloplasty was performed and during balloon inflation, the valve migrated to the ascending aorta. A second valve was implanted into the annulus. Post dilatation with a 25mm balloon was performed with a resultant end-diastolic lv pressure at the end of the procedure of 12mmhg. One day post implant the patient was noted with stage 1 renal failure, no treatment was given and the condition was resolved four days later. Seven days post implant on discharge echocardiogram moderate paravalvular leak (pvl) was revealed. No treatment was prescribed and no other adverse patient effects were reported. Additional information received indicated that the moderate pvl was ongoing at the study exit. The pvl was reported as related to the implant procedure and the valve itself.

Manufacturer narrative:
Continuation of d10: product ID dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a. Product ID cls-3000-18fr; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID dcs-c4-18fr; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a. Product ID: mcs-p3-29-aoa; product; lot/serial number (b)(6; product type: heart valve; implant date (B)(6) 2013; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.